Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. All information was investigated and the reported slda in this complaint appears to be due to patient morphology/pathology and due to the pre-existing pacemaker lead. It should be noted that the mitraclip instructions for use, states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off-label use of the device likely did not contribute to the reported event. There is no indication of a product issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is being filed to report the clip detaching from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Imaging difficulty was experienced due to the pre-existing pacemaker lead; however one clip was implanted on the anterior septal leaflets anterior of the pacemaker lead. After deployment, the clip detached from the septal leaflet (single leaflet device attachment (slda)). A second xtr clip was implanted posterior from the lead to stabilize the slda clip, reducing tr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.